Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he has received several no delivery alarms. Customer stated that the alarms usually occur during bolus delivery after meals and he has had many high blood glucose events due to this. Customer changed the infusion set every three days. Customer stated he has not noted any visible damage to the infusion set or reservoir or any occlusion. Customer was advised on frequently changing the infusion set and reservoir and rotating the insertion site. Customer also complained about the sensor lasting less than 6 days. Customer stated he has received calibration errors, change sensor and sensor end alerts. Nothing further reported.